Manufacturer narrative:
Returned device was received in xxx physical condition. Evidenceinlog. During the evaluation of the device. Fault. Problemsource. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Customer reported problem: bad lcd screen. Is the customer's reported problem related to a previous smiths repair: no previous repairs noted. Physical condition of the device: broken block assembly. Cracked tank cover. Outdated pcb and power switch. Results of event history/error log review: (l1cw only) na. Evaluation tests or methods used to duplicate / replicate the reported problems: visual inspection. Reported problem duplicated / replicated: yes. There is crystal leakage in the lcd. What caused the reported (primary) problem: there was impact to the lcd from the front. Who caused the reported problem: unable to determine. Actions / repairs done to correct the reported (primary) problem: no action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped.

Event description:
Information was received indicating that a smiths medical fluid warmer had a bad lcd screen. There were no reported adverse events.